Manufacturer narrative:
B2): additional information: patient's date of death populated. B5): additional detail provided surrounding patient's death. G3): on 28jun2024, a philips employee became aware that the patient's status had changed. H6): heic code 1802 added. All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
On 28jun2024, a philips employee became aware that the patient had died the day after the lead extraction procedure. The CT surgeon was unable to permanently stop the coronary sinus from oozing, resulting in the patient's death.

Manufacturer narrative:
Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A3b.): patient's gender unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device lot number, expiration date, UDI unk. H3): the device was discarded, thus no device evaluation could be completed. H4): device manufacture date unk because lot number unk. Hl6): perforation of vessels is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Multiple spectranetics devices (glidelight laser sheath, visisheath dilator sheath, tightrail sub-c rotating dilator sheath, 11f tightrail (long)) were used during the extraction procedure. The ra and rv leads were successfully removed without issues. When using the 11f tightrail on the lv lead, the tightrail reached the coronary sinus ostium and the lead released. However, the patient's condition deteriorated. Rescue efforts began, including pericardiocentesis and sternotomy. A coronary sinus perforation was discovered and repaired, and the patient survived the procedure. Per report, the perforation likely occurred from traction being applied to the lv lead by the lld ez. This report captures the lld ez providing traction to the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.